Manufacturer narrative:
Age at time of event: 18 years or older. Bsc aware date corrected from 06/23/2020 to 06/19/2020 for initial report.

Event description:
It was reported that stent damage occurred. A 16x40/9fr uni plus 75cm wallstent endoprosthesis was selected for use. However, resistance was observed during deployment and the weave was damaged after implantation. Subsequently, another wallstent was used to overlap the first deployed stent. There were no patient complications reported. The procedure was completed and the patient status was stable. It was further reported that the target lesion had 94% stenosis which was located in a moderately tortuous and non-calcified vessel. The stent struts were damaged post-implantation.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 16x40/9fr uni plus 75cm wallstent endoprosthesis was selected for use. However, resistance was observed during deployment and the weave was damaged after implantation. Subsequently, another wallstent was used to overlap the first deployed stent. There were no patient complications reported. The procedure was completed and the patient status was stable.